Event description:
Discordant advia 2400 sodium, potassium and chloride results were obtained on patient samples. The results were not reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data , the fse determined that the dilution probe wash pump (dcp) was leaking, replaced the seals and checked all connections. The fse calibrated the system and ran qc, all within range. The instrument is performing within specifications. No further evaluation of the device is required.